Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by customer's nurse that the customer was hospitalized due to high blood glucose and diabetes ketoacidosis. The customer's blood glucose was 418mg/dl. The customer was hospitalized due to diabetes ketoacidosis. The customer s had pain vomiting and nausea. The customer was treated with IV drip. The customer removed cannula and it was bent. The nurse was advised to have customer call back to return the set and send a replacement.